Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced thumping under her left breast and was mediated to be a tachycardiac event. No intervention or patient symptoms were reported.